Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
During evaluation of a returned capd disconnect y-set, a leak was found through cuts in the drain bag and the tubing near the port of the bag. There was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was returned and an evaluation is complete. A visual inspection with the naked eye and magnification noted cuts in the bag and tubing. Functional testing including eight psi underwater pressure testing, clear passage test and clamp function test and noted leaks through the cuts. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified and the cause was the cuts. Should additional relevant information become available, a supplemental report will be submitted.